Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm. The customer¿s blood glucose level was 140 mg/dl. Customer states they did press a button down for 3 minutes or longer. Customer states they were not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. However, device received with corroded electronic assemblies and corroded motor home switch. No stuck button alarms noted. Device passed self test and displacement test.